Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten however evidence of ¿intermittent power¿ events were observed in the current black box. The pump powered with the returned battery cap. The battery cap was able to fully tighten and the measures were within specifications. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.